Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed due to unknown lot information. The reported patient effect of mitral stenosis as listed in the instructions for use (IFU), mitraclip ntr/xtr, u.s. Is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a cause for mitral stenosis could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
Date of event - estimated. Implant date - estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Article: ¿percutaneous mitral valve repair with mitraclip as an effective bridge to transplant.¿

Event description:
This is filed to report mitral stenosis. It was reported through a research article that the mitraclip procedure was performed as bridge to heart transplantation. Two ntr clips were implanted, reducing functional mitral regurgitation (mr) from 4 to 1-2. The post procedure mean pressure gradient was 6mmhg. Details are listed in the article, titled ¿percutaneous mitral valve repair with mitraclip as an effective bridge to transplant.¿